Event description:
Customer reported that their pump screen was dark and unresponsive. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Technical support guided the customer through troubleshooting steps, identifying that the pump was in storage mode. Once connected to a power source, the pump displayed a welcome message. The customer was educated on preventing the issue in the future, including resetting critical pump settings after a shutdown.